Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to oversensing with a short interval count greater than 3700. The right ventricular lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor of the lead developed a fracture dueto flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.